Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. In (B)(6) 2009, the patient complained of severe pain around the vagina, lower part of abdomen and the site the puncture needle was used during the surgery. The patient was prescribed estrogen, dimethyl isopropylazulene, and rebamipide into the vagina for treatment of the pain. The surgeon opined that the cause of the pain may be that the mesh was placed near the nerve in the ligamentum sacrospinale. The mesh remains implanted and the patient continues to complain of pain in the abdomen and at the puncture site.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4) mfg date: 07/01/2008, exp date: 07/31/2013. Batch (B)(4) mfg date: 08/01/2008, exp date: 08/31/2013. Batch (B)(4) mfg date: 09/01/2008, exp date: 09/30/2013. Batch (B)(4) mfg date: 10/01/2008, exp date: 10/31/2013. Batch (B)(4) mfg date: 10/01/2008, exp date: 10/31/2013. Batch (B)(4) mfg date: 11/01/2008, exp date: 11/30/2013. Batch (B)(4) mfg date: 12/01/2008, exp date: 12/31/2013. Batch (B)(4) mfg date: 02/01/2009, exp date: 02/28/2014. Batch (B)(4) mfg date: 02/01/2009, exp date: 02/28/2014. Batch (B)(4) mfg date: 03/01/2009, exp date: 03/31/2014. Batch (B)(4) mfg date: 03/01/2009, exp date: 03/31/2014. Batch (B)(4) mfg date: 03/01/2009, exp date: 03/31/2014.